Manufacturer narrative:
Additional lot number: 243203. Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 4.3 (strip lot #248103), 5.8 (strip lot #248103), 6.6 (strip lot #248203). Patient was off coumadin for 5 days preparing for dental work. He was sick on (B)(6) 2011 and does not remember if he took his first dose of 2.5 mg. He was throwing up and did not consume any food. Patient is sure he took 5 mg a day prior to inratio testing, on (B)(6) 2011. He was very tired and was not feeling well, but does not report bleeding or bruising. Patient thinks that his therapeutic range is: 2.4-3.2 inr.